Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and its associated effects.

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the patient experienced no alerts from the g5 mobile application and an adverse event. It was reported that during the night, the patient's partner woke up and found that the patient was hypoglycemic. The dexcom system showed that the patient had a blood glucose (bg) value of 1.8mmol/l. Patient's partner called an ambulance and when the ambulance arrived, the patient's bg was 2.9mmol/l. The patient was able to be given sugar to increase his glucose values. It was reported that neither the patient nor their partner received any alarm notifications from the dexcom g5 application. The low alarms on the patient's phone are set at 3.5mmoll and 3.1mmol/l. The patient did not go to the hospital but continued to feel unwell on both (B)(6) 2016. At the time of contact, the patient was feeling better but had bitten his lip while cramping up during the hypoglycemic event and was still experiencing pain. Additional event or patient information is not available. No product or data was returned for investigation. The reported event of no alerts was not confirmed. A root cause could not be confirmed

Manufacturer narrative:
(B)(4) product problem - additional, describe event or problem - additional, if follow-up, what type?: additional information, event problem and evaluation codes - additional.

Event description:
Data was provided. Review of the data log did not confirm the reported that the patient experienced no alerts from the g5 mobile application. A root cause could not be determined via data.